Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image from field appeared to show partially deployed occluder device showing cobra conformation on the distal disc. The device appeared to be covered in blood. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.information from field indicated that the the patient was slated for atrial septal defect (asd) closure. Please note that per the instructions for use, "the amplatzer¿ pfo occluder is a percutaneous, transcatheter occlusion device intended to close all types of pfos (i.e. Classical as well as those with aneurysm of the septum) in patients with a history of stroke or transient ischemic attacks (tias) diagnosed by echocardiography with right-to-left shunting during the valsalva maneuver.

Event description:
It was reported that on (B)(6)2023, a a 25mm amplatzer pfo occluder was chosen for a procedure using a 10f amplatzer trevisio intravascular delivery system. The patient was slated for atrial septal defect (asd) closure. During procedure, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The physician decided to change the device because it was unsafe to used. A new 25mm amplatzer pfo occluder was chosen and completed the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6)2023, a a 25mm amplatzer pfo occluder was chosen for a procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The physician decided to change the device because it was unsafe to used. A new 25mm amplatzer pfo occluder was chosen and completed the procedure with no adverse effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.